Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. There is no available repair history for this device. Aging deterioration was excluded as a reason for the broken probe unit tip judging by the year of manufacture of the device. Confirming that the phenomenon is not prone to occur, it is attributed to the user¿s handling. The instructions for use includes the following statements: chapter 3 preparation and inspection before each procedure, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as described in their respective instruction manuals. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 10.3, returning the endoscope for repair on page 149. If any irregularities are suspected after inspection, follow the instructions given in chapter 10, troubleshooting.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the device probe unit tip was found to be broken. Ultrasound image had elements broken as well. In addition, the angulation had some play. Evaluation is still ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, during an unknown procedure, the ultrasound tip of the device was observed to have the little bold piece missing. There is no reported harm or adverse impact to the patient.